Event description:
Patient was admitted to the hospital with broken hip prosthesis of a previous hip implant. The first surgery was not done at this facility; therefore, our information is limited. The patient underwent another surgery at our facility to replace the broken prosthesis.